Event description:
It was reported that the patient went on a trip and was gone for 3 weeks. The patient had turned off stimulation and did not charge during that time. A power on reset (por) was noted after the antenna locate was done. This lead to the normal recharging screen. It was further reported that the patient had charged for an hour and saw the por message. The patient was unable to adjust stimulation. Troubleshooting was done to clear the por and the patient was able to turn stimulation on and could feel it. Issue resolved.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).